Event description:
Upon removing the cannula from eye after completion of the bimanual I/a procedure the posterior capsule was contacted and split instantly. The cannula was examined under the microscope and a scratch was observed on the posterior surface that "caused the posterior capsule rupture." Aspiration was not activated when the incident occurred as I/a was completed. An anterior vitrectomy was performed directly after the incident and leaving the pt with no adverse affects. This adverse incident occurred (B)(6) 2013, but was not brought to the attention of hurricane medical unit (B)(6) 2014.

Manufacturer narrative:
The used product 5123 along with eight unopened 5123 products from the same lot were returned for our investigation. The product 5123 in question was visually inspected under high magnification and a uniform microetched area was observed around the circumference as specified on the products engineering drawing. The posterior region of the microetched area contained a minimal indentation/scratch that was the result of the device manufacturing process. This "scratch" was clearly visible but did not contain any raised or sharp edges. The used product 5123, met all the requirements of the applicable device master record. It is believed that the cannula's surface only, did not cause the rupture of the posterior capsule during the surgical procedure but rather actions of the surgeon. The (B)(4) unopened 5123 products from the same lot 120802 and (B)(4) finished product 5123 from lot 131101 were also assessed in the same manner. The posterior surface of each cannula contained a minimal manufacturing scratch as the used product 5123 and also no raised or sharp edges were observed. Each of these devices also met all the requirements of the device master record. There have been no other complaints of this nature regarding the reference product nor similar products in the history of the company. Therefore, this is believed to be an isolated incident.